Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. The patient was hospitalized for the peritonitis the same day as onset. The patient was treated with ancef intraperitoneally 2 grams daily (duration not reported) for the event. The patient was discharged six days after hospitalization and had recovered from the peritonitis. It was unknown if the patient had been retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.